Event description:
It was reported that during a laparoscopic sigma procedure, the device did not fire at all, did not cut but staple. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.